Manufacturer narrative:
During laboratory analysis, the dark-colored particle was microscopically examined and photographed using a camera-equipped optical stereo microscope. The dark-colored particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicates that the particle consists primarily of silicon, carbon, and oxygen. Lesser concentrations of aluminum, magnesium, titanium, calcium, sulfur, chlorine, iron, potassium, and zinc were also detected. This analysis indicates that the dark colored particle consists primarily of mineral deposits high in silicon, aluminum, and magnesium. These materials are not used in the manufacture of the bl3170 handpiece. Therefore, the origin or root cause for the source of the particle is unknown/inconclusive. The handpiece has completed over 420 tuning cycles and is over 4 years old which indicates greater than average use with respect to tuning cycles and product life. Physical damage is present on the handpiece. The analyzed particle is not a material used in the manufacture of the bl3170 handpiece. There are no nonconformities related to this complaint. No additional complaints have been received for this lot number. There is no open nonconformance or CAPA for this complaint type. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The DHR has been reviewed and there are no anomalies. One bl3170 stellaris handpiece, serial number (B)(4), was returned in a plastic bag along with a phaco needle tip with green threads. Both were dirty with particulates and dried solutions visible on the them. In addition, there was a piece of paper with a particle taped to it. Visual inspection found the particle is dark colored and is approximately 2mm long x 1 mm wide. Visual inspection of the handpiece found a hole in the cable jacket with visible charring around it. The nose cone was found to be dented. Microscopic examination of the returned phaco needle tip found that there was evidence of marring on the shaft of the needle near the tip. The tip of the needle edges have dings and dents. The hub flats are gouged, marred and scratched and there is material missing. Functional testing of the handpiece was not able to be performed due to the damaged cable. However, a filter test was performed. The returned phaco needle tip was threaded into the transducer horn of the handpiece and hand tightened only (without the use of a needle wrench). Processed water was then injected through the handpiece irrigation tubing out the needle tip onto a 0.45 micron filter. The water was vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found three particles. One particle is a brownish color and is smaller than 20 microns. The dark colored particle is even smaller than the brownish colored particle and cannot be seen with the unaided eye. There is a small blue fiber-like particle as well. Due to the returned used and dirty condition, the source of the particles cannot be determined. The indicated particle will be sent to the lab for analysis.

Event description:
A user facility in (B)(6) reports that during segment removal a tiny particulate that appeared to be metal exited the phaco handpiece. The surgeon removed the piece with forceps. There is no known patient impact.